Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology is unk. It is unk if the lesion was pre-dilated. It is reported that the physician was attempting to withdraw the stent from the rca when it dislodged. The physician was able to insert a balloon inside the stent and successfully deploy the stent at an unk site. The pt was reported to be fine.

Manufacturer narrative:
Eval conclusion: other - lack of info (device not returned, no films or operative reports were provided). (Required secondary intervention).